Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 225 units of insulin, and after the delivery of 12 units, the insulin gauge displayed 105 units and remained static. The customer's blood glucose level was 70 mg/dl. The customer confirmed that the insulin gauge would continue to be monitored.